Manufacturer narrative:
(B)(4). Discomfort occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a surgeical procedure and suture was used. The patient complained of discomfort from the suture and the surgeon had to remove the suture.